Manufacturer narrative:
Lead was explanted on (B)(6) 2022. Upon receipt, the lead under complaint was found cut 14.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. A medial fragment (approximately 6 cm length) was not returned. The analysis revealed deformed shock coils, which most likely resulted from the extraction procedure due to mechanical stress. However, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to drop in r wave sensing and loss of capture at maximum output. No adverse patient events reported. Should additional information become available, it will be added to this file.